Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that patients are experiencing an uptick in skin rashes following surgery.